Manufacturer narrative:
Corrected data: b1, b2, b5, h1, h6 (clinical & impact). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a catheter restriction alarm. The customer swapped out the unit 3x. The patient ultimately expired. It was additionally reported that the death was not related to the device. This report is for the 4th iabp used in the event. Reference the following mfg report #s submitted for the first 3 iabps used: 2249723-2024-01794 (our (B)(4)) 2249723-2024-01796 (our (B)(4), and 2249723-2024-01775 (our (B)(4)).

Manufacturer narrative:
A getinge field service engineer(fse) evaluated the unit and confirmed the alarm was logged in the system and found no issues with the pump. The issues seem to have been with the telefex catheter and not the machine. The fse stated during inspection, a small pixilated line in the middle of the top display was found. This pixilated line did not effect the functionality of the unit or the reading on the display. The fse replaced the lcd screen (0160-00-0127) to remedy this issue. The product passed all functional/safety testing. The unit was returned to the customer.

Event description:
N/a.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) unit had a catheter restriction alarm. Initially, after insertion, but then resolved by switching the trigger to pressure. The alarm recurred immediately after arriving in ICU. The patient was planned to be taken back to cath lab to switch to different catheter. The alarm stopped treatment automatically, and needed to be restarted every time. The unit was switched out three times and encountered the same failure. The patient was unstable after the observed alarm and then decompensated. Patient ultimately expired. It was additionally reported that death of patient was not related to the device. Reference the related mfg report numbers - 2249723-2024-01775 ((B)(4)), 2249723-2024-01796 ((B)(4))2249723-2024-01794 ((B)(4)).

Manufacturer narrative:
Updated fields: a2, b2, b4, d10, g3, g6, h2, h10, h11. Corrected fields: b3, b5, h1, h6 (health effect - clinical code).

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a catheter restriction alarm. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.